Event description:
It was reported that when the external pulse generator (epg) powered on, the pace and sense light-emitting diodes (leds) flash, but the display does not come on, and as soon as the on button is released, the device turns off. It was noted that the battery voltage measured 9.3 volts. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that when the external pulse generator (epg) powered on, the pace and sense light-emitting diodes (leds) flash, but the display does not come on, and as soon as the on button is released, the device turns off. It was noted that the battery voltage measured 9.3 volts. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed all functional testing. It was also noted that the upper and lower cases were broken, the two side bail covers were broken, the battery release, lead flex cover, battery drawer, and main printed circuit board were contaminated, and the keyboard pad was cosmetically damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.